Manufacturer narrative:
(B)(4). Date sent to the FDA: 12/2/2020 additional information: g1 additional h6 component code: g07002 - device not returned additional information: d4 ¿ the actual device batch number associated with this event is not known. The international affiliate reports the following possible batch numbers: batch al7752; mfg date:02/18/2019; exp date:01/31/2024 batch al9438; mfg date: 02/04/2019;exp date: 03/31/2024 a manufacturing record evaluation was performed for the finished device possible lot numbers, and no non conformances / manufacturing irregularities were identified. Additional information was requested and the following was obtained: *how was the procedure completed? - another suture of the same code was used *please provide lot number: - al7752 / al9438 *please provide procedure name and date? - this information is being collected *are the devices being returned for analysis? - no. They are not available, due to clinic protocols, material with biological remains cannot be stored. Note: events reported via mw #2210968-2020-08547, 2210968-2020-08548, 2210968-2020-08549 this report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. How was the procedure completed? Please provide lot number please provide procedure name and date. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that a patient underwent an unknown procedure on (B)(6) 2020; and suture was used. During the procedure, the needle disassembled from the suture. There were no adverse patient consequences reported. Additional information was requested.